Manufacturer narrative:
The customer contacted siemens. Siemens determined that the cause of the event is due to user error. The customer failed to follow the correct procedure for performing the centering collar daily cleaning procedure on the advia 2120i with dual aspirate autosampler, as outlined in the operator manual. The customer added an additional step and cleaned around the centering collar after it was removed from the autosampler. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer injured herself with the autosampler needle while cleaning the centering collar on the advia 2120i with dual aspirate autosampler. The customer was wearing gloves but the autosampler needle pierced them and broke her skin. The customer went to a physician but it is unknown what type of treatment she received. There are no known reports of adverse health consequences due to the injury.